Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) would not power on. It was discovered that the fuses were blown. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx ) was returned for evaluation. Device history record (DHR) - a review of the DHR was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - the described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause - a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s).